Manufacturer narrative:
The device, used in treatment, was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, this case reports that the screw hole cover would not screw into the hole. Per email correspondence, the requested documentation is not available. There was a change in surgical technique was required, resulting in a delay of less than 30-minutes. The procedure was completed using the same r3 shell, but the central hole remained uncovered. It was further reported that the surgery was successful and there was no harm to the patient. Therefore, no further clinical assessment is warranted. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history did not reveal additional complaints for the listed batch. A review of the risk management file and instructions for use documents revealed this failure mode was previously identified. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Some potential probable causes for this event could include but not limited to procedural/user error, surgical complication or poor insertion technique. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary.

Manufacturer narrative:
Complaint reference: (B)(4).

Event description:
It was reported that the device, compatible with an r3 cup, could not be screwed into the central thread of the r3 cup. An unspecified change in surgical technique was needed in order to complete the procedure. A delay of 30 min or less was reported.